Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head had intermittent telemetry and failed all uplink amplitude tests. It was noted that the programmer head cable was stressed at the body of the radio frequency head and therefore the head's cable was replaced. The head then passed all final electrical testing as well as a bench systems test. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer head was not recognizing implantable heart devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer head was not recognizing implantable heart devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.